Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, implant date: unk, this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +09.50 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was reported as having excessive vaulting and narrow angles. The lens remained implanted.